Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon was advanced into the esophagus to dilate a benign stricture; however, the balloon would not deflate to the appropriate size during withdrawal from the scope. A larger syringe was then used in an attempt to deflate the balloon to the appropriate size, however, this attempt was unsuccessful. The balloon was removed and the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.